Event description:
It has been reported to philips that the flexvision monitor did not display images via the wall connection box (wcb). No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use and the customer was performing a coronary diagnosis procedure. The procedure was completed by restarting the hemodynamic system, which was connected to one of the wall connection boxes. The restart delayed the procedure for a few minutes. During the restart, the bedside monitor of the hemo system had a display that monitored vital signs. Troubleshooting actions by a philips remote service engineer confirmed that the flexvision monitor did not display images via the wall connection box, which was the root cause of the issue. Analysis of the log file indicates that the malfunction could not be confirmed, however, typically video related malfunctions are not logged. The correct action was on site analysis and replacement of the wcb. A philips field service engineer replaced the wall connection box which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported was that the flexvision monitor did not display hemodynamic images via the wall connection box (wcb). As per the IFU "customer is advised to have redundant monitoring capabilities available. Philips interventional hemodynamic system should not be the sole means of monitoring patients. Based on the available information, this issue has been determined not to be a reportable event. The codes were updated based on the investigation outcome. Health impact code was corrected.